Event description:
Boston scientific received information that this lead had been dislodged for the past two years and a recent surgical intervention was performed to extract this lead and implant a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was found that the helix was partially retracted, but was physically intact with no signs of damage. There were no irregularities noted at the distal tip of lead. The allegation could not be confirmed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.